Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Nurse states that a patient was tested with an inform meter at 0612 with a reading of 320 mg/dl and was given 8 units of novolin r. A lab was drawn at 0700 and was reported at 0750 as 30 mg/dl. The patient was found to be non-responsive at this time and was given an amp of d50 IV and then some orange juice. Customer was treated for congestive heart failure and released. Requested return of suspect device and replacement was sent.